Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown surgery, it was found that the gripping surface was damaged when the package was opened and the cartridge was loaded into the device. Another cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # n56v3k. Device evaluation: the analysis results found that a sr75 reload was received unfired, swing tab in unlocked position with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.